Event description:
Complainant alleges that while attempting to plug in her heating pad, it sparked and put a burn make in carpet. No injury reported with this incident.

Manufacturer narrative:
On june 15, 2006, this product was tested by visual inspection. It was determined that there was a wire break on both wires going into the control due to abuse, as the power cord was severely pulled at an angle, which is a direct violation of the instructions provided. The insulation was off of both wires, but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse / abuse of the product.